Event description:
This was reported as a closure using a prostyle device related to an unspecified procedure. Although the device was used to achieve hemostasis, the patient started bleeding a few days later. It is unknown how the bleeding was treated or how hemostasis was ultimately achieved. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of procedure estimated as (B)(6) 2024.

Manufacturer narrative:
The device was not returned for analysis. The reviews of the production record, similar complaint and corrective and preventive actions (CAPA) database were not performed as the specific failure mode was not provided. The patient effect of hemorrhage is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. Without the specified failure mode, a conclusive cause for the reported event could not be determined; however, the unexpected medical intervention appears to be related to circumstances of the procedure. The patient effect of hemorrhage is a known adverse event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.